Manufacturer narrative:
A case of ipg migration out of position due to a patient¿s fall was reported to abbott. The ipg was reposition in a new pocket to prevent erosion and resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could be attributed to the patient¿s fall.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain implant date. Further information was requested but not received. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall and the ipg was protruding. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was repositioned in a new pocket as a precaution to prevent any risk of erosion and infection.